Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic jpeg image provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. All markings and annotations done prior to uploading. Jpeg 1 does show the presence of an endoleak, cannot confirm type. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. The final intraoperative angiography showed a type ii endoleak remaining. No treatment was given for the endoleak. The patient tolerated the procedure. On (B)(6) 2026, a follow-up CT scan showed suspected type ib endoleaks on both sides. An additional procedure was indicated. On (B)(6) 2026, a reintervention was performed. An attending gore fsa reviewed the CT images but could not see type ib endoleaks. After further discussion, the reintervention was to be performed as planned even if there was no type ib endoleak. The right internal iliac artery and iliolumbar artery were embolized, and an additional contralateral leg component was placed to extend the treatment area into the external iliac artery. The final angiography showed a remaining type ii endoleak but no type ib endoleak. The patient tolerated the procedure. The reporting physician commented as follows: as there was a massive endoleak, even if it was not a type ib endoleak, an additional procedure was required to suppress the endoleak.